Event description:
On (B)(6) 2012, it was reported that a vns physician's serial cable was not staying attached to the programmer.

Event description:
Additional information was received on (B)(6) 2013 that troubleshooting resolved the loose connection. When the connections were secured, there were no problems. No product return is expected.